Manufacturer narrative:
The customer reported complaint was confirmed during visual inspection. The lcd display back screen was relocated to the original position and all four screws were tightened to remedy the complaint. The front enclosure was found cracked and damaged battery lock was noted during visual inspection. The display screen was noted to be off the alignment due to loose screws. The autopulse platform is a reusable device and was manufactured in 2007, therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform passed the initial functional testing without any fault. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure, battery lock and pdb were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).

Event description:
It was reported that the customer received the autopulse platform (sn: (B)(4)) from one of the crews with the display screen crooked/askew and the display was not readable. No patient involvement was reported.